Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 - voicemail, (B)(6) 2016 - voicemail, (B)(6) 2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'sustained patient airway pressure'. There was no report of patient injury.